Event description:
It was reported that there was potential noise in the catheter, bipolar 9-10 electrodes. As reported, the pin box was changed but the condition did not change. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.

Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon inspection of the received complaint device, no relevant visible damage was detected. The catheter connector, handle, deflection thumb-knob, locking mechanism, shaft, and electrodes appeared intact. Functional inspection - functional inspection was performed via inline testing. Given the reported event, per re-inspection documentation, the device was found to be eligible for rejection based on the following relevant reject code(s): cp, curve out of plane, 01, kink/ bend. As the complaint device passed all relevant electrical evaluations, it is likely that the reject(s) identified during inline testing contributed to the customer's reported event of, "there is potential noise in the electrode catheter" as damage to the device's structural integrity may adversely impact functional performance. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. The reported event could be attributed to mishandling subsequent to distribution, including shipping and storage conditions or improper manipulation of the device. The instructions for use (IFU) state: do not attempt to use the reprocessed ep catheter prior to completely reading and understanding the directions for use. Do not alter this device. Inspect the packaging and catheter for damage or defects prior to use. Avoid excessive torque, stretching, kinking and/or bending of catheter, as this may interfere with distal tip shaping or cause damage to internal electrode wires. Avoid manual pre-bending of distal curve, as this may damage steering mechanism of steerable catheters. Handle catheter with care to avoid improper electrical functioning. Avoid excessive contact of handpiece with fluids, as this could adversely affect the electrical performance of the catheter. The reported event will continue to be monitored through post-market surveillance.